Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a procedure to treat the mildly tortuous and moderately calcified left anterior descending coronary artery that was 99% stenosed. Pre-dilatation was performed with an unspecified balloon catheter. When the 3.5 x 38 mm xience xpedition stent was deployed an edge dissection was observed. Another xience stent was successfully used to treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.